Manufacturer narrative:
The lot was manufactured december 15, 2017 - december 19, 2017. The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issue noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused the desired medication. The device failed to deliver all the mediation during the intended infusion time. After 48 hour of infusion, there was 17ml of medication that had not delivered. The device was replaced to continue the treatment. The medication was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.